Event description:
It was reported that pump kit, cadd-solis vip displayed error code 41786. No patient injury reported.

Event description:
It was reported that pump kit, cadd-solis vip displayed error code 41786. No patient injury reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. A product sample was received for evaluation. Visual inspection sticker seal was missing. During functional check the reported problem was duplicated. Pump was found to be displaying 41786 error code alarm message during the investigation. The root cause of the reported issue was found to be a faulty microprocessor unit board. Microprocessor unit board was replaced.